Event description:
It was reported that during prior to use testing, the physician inflated the tracheostomy tube cuff, but was unable to deflate it. There was no patient involvement.

Manufacturer narrative:
(B)(4).